Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. Upon completion of baxter's investigation,or if additional relevant information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to the reported condition of missing component (roller ball) during the manufacture of this lot.

Event description:
It was reported to baxter (B)(4) that a clearlink continu-flo set, 3 lavs, mll adapter, 10 dpm had a missing roller ball. The reported condition occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.